Event description:
It was reported that approx one week ago, the pt was suddenly no longer able to hear anything with his cochlear implant. Testing was carried out the confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.